Event description:
Technologist got his foot trapped under the column of the trolley and ripped his toenail. He had to be treated in the emergency department.

Manufacturer narrative:
(B)(4). (Eval method, results, conclusions) : the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.